Event description:
It was reported by the rep that after the device was used during a colectomy procedure, an anastomotic problem occurred. A reoperation was needed to correct problem. The pt consequences are serious in nature. The device was discarded.